Event description:
In this event, it was reported that hedstroem file separated during use. As of this MDR evaluation, the separated piece is still in the tooth and the pt is planning to return for further treatment at the dental practice because they are allergic to the file.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(4)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. Actual device was discarded. Unused files from same package were returned and evaluated and found to be within specification.